Manufacturer narrative:
On 08-may-2024, the product investigation was corrected. In addition, the h 6. Component code, h 6. Investigation findings, and h 6. Investigation conclusions codes were updated. Below is the updated investigation summary: the device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed that the hub of the dilator was observed broken, and soft tip was observed bumped. For the dilator broken condition, the device was sent to the supplier to perform a manufacturing investigation. It was concluded that the dilator extrusion itself was broken near the end of the hub. Cutting the hub revealed that the dilator was fully engaged in the hub and then broken at the end of the hub. Based on the fractured hub and broken dilator extrusion, it appeared that an external force was applied to the hub while the dilator was inserted into the device, causing the dilator to fracture. According to the supplier research results, the broken hub dilator is not found to be manufacturing attributable. The device history record (DHR) for lot number 60000229 has been received and no internal actions related to the complaint were found during the review. The soft tip issue reported by the customer was confirmed and the potential cause could be related to the skin incision size relative to the sheath; however, this cannot be conclusively determined. The dilator issue identified during the investigation is unrelated to the issue reported by the customer. The instructions for use (IFU) contain the following precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the reported distal tip appeared to be soft. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15)/ component code: guide (g04061) were selected as related to the hub of the dilator which was observed as broken. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified that the hub of the dilator was broken. Initially, it was reported that the distal tip of the vizigo sheath appeared to be "soft," and the tip of the vizigo sheath would fold back on itself when attempting to introduce it into the body. The vizigo sheath was replaced, and the issue resolved. The procedure was continued with no patient consequence. The issue with the soft tip was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-feb-2024, the hub of the dilator was observed broken. This was assessed as MDR reportable. The awareness date for this reportable lab finding was 09-feb-2024.

Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed that the hub of the dilator was broken. This soft tip noted on the device may have been related to the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device. However, none of those can be conclusively determined. For the dilator broken, the device was sent to the supplier to perform a manufacturing investigation. It was concluded that this issue is related to the manufacturing process since the shaft of the dilator seems to have a very shallow insertion into the dilator hub. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the reported distal tip appeared to be soft. Investigation findings: mechanical problem identified (c07) / investigation conclusions cause traced to manufacturing (d03) / component code: guidewire (g04062) were selected as related to the hub of the dilator which was observed as broken. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: guidewire (g04062) were selected as related to the broken dilator. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).